Event description:
It was reported by the affiliate that the (1) tx60g was used during a low anterior resection procedure. It was reported that the surgeon was firing on the rectal stump, the gun was placed on the tissue and closed. The firing handle of the device was squeezed and no staples were delivered. The case was completed with another instrument and with no pt consequence.